Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unknown results obtained on an unknown device. Customer did not notice a trend arrow on the device. Customer experienced dehydration, dizziness, and shortness of breath. Customer treated themselves with insulin (dose, type unspecified) and had contact with a healthcare professional (hcp) and received unspecified treatment for the reported product issue. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan 142 mg/dl was compared to an unknown device result of 268 mg/dl respectively. Length of wear was 10 days. When the provided results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.